Manufacturer narrative:
Concomitant medical products: 4592 lead, implanted: (B)(6) 2002; 6944 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the left ventricular (lv) lead exhibited pacing failure. An x-ray examination was performed and lead dislodgement was discovered. The lv lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.